Event description:
Medtronic received information that following implant of this bioprosthetic valve, the valve failed due to aortic insufficiency and stenosis. The implant duration of this valve is not known. A transcatheter bioprosthetic valve was successfully implanted valve-in- valve inside the bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Attempts to obtain the implant date and serial number of this device were unsuccessful. The device remains implanted. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).